Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 , therefore, an investigation of the device is underway.

Event description:
The complainant in the EU placed a 5.5 pump to support a patient admitted in cgs (cardiogenic shock) and with cardiomyopathy. The pump was found to have low flows that could not be resolved despite troubleshooting measures. The pump positioning and anticoagulation were reviewed, but the team found they needed to remove/replace the pump. A new pump was placed but the patient expired on the 2nd pump with mof (multiple organ failure).

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data was not returned for review. The pump was returned for evaluation. Upon visual inspection, found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (unites states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ corrections to the initial MFR report: b1-selected adverse event. B2-selected death and added date of death. B5-mso review. D4-model number. D8-device available for evaluation updated to yes. G1-updated MFR site name and address. H5-labeled for single use changed to yes. H6 impact code added 1802.

Event description:
It was reported in the initial report that the patient expired after being on support for 2 days due to multi-organ failure. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome. The more likely cause of death is multiorgan failure; however, a period of low pump flow from cannot be excluded from contributing to the outcome.